Event description:
Information was received from a healthcare provider regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. Their trial started on (B)(6) 2024. It was reported that starting on (B)(6) 2024, the patient got a message on their handset stating, 'system error therapy may have stopped.' The patient was also having pain in their back on the left side they believed to be from device and wanted to turn therapy down. It was at that time that the message appeared. The patient stopped feeling stim as of yesterday, but back pain still persists. They confirmed clearing the message and restarting the handset more than once, but the message kept reappearing. Reviewed the meaning of message and suggested that the patient be seen. They also reported seeing another message appear stating, "communication error" unable to communicate with the device. Communication lost. Ensure the external device is within range and the batteries are in place. Press the button on external device if you are still not connecting to device." Reviewed meaning of this message as well with repeated suggestion that patient follow-up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.